Event description:
During a procedure the 7mm lumbar peek was being inserted and it broke. Part of the implant was retrieved, the balance was left in the pt. Surgeon felt in piece he left was solidly in position.